Event description:
A (B)(6) male pt contacted zoll customer support to report his charger/modem was not working properly. The pt was issued a replacement charger/ modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power brick could not be positively identified. No adverse event resulted from the defective power supply brick. The pt received a replacement battery charger/modem.